Event description:
Patient in surgery for a laparoscopic gastric restrictive procedure with gastric bypass and small intestine reconstruction. Surgeon utilizing an ethicon stapler during procedure. Stapler locked out during use and was unable to be used. New stapler opened and utilized and surgery continued without incident. Ethicon representative notified about incident by the operating room staff. No delay in care. No harm to the patient.